Manufacturer narrative:
Manufacturer narrative: significant glare and/or halos (under night driving conditions), secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced glare/haloes. The lens was explanted and the problem was resolved. The cause of the event was reported as unknown. It was additionally noted "remove and no longer implant". There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.